Event description:
On 01-nov-2019, a customer from (B)(6) reported that he obtained a misidentification of streptococcus pyogenes when testing a quality control strain with vitek® ms instrument (ref. 410895). The customer stated he performs daily quality checks on their vitek® ms instrument using a known streptococcus pyogenes sample. The sample was tested twice and vitek® ms first gave no identification and then misidentified the strain. It is not known which identification the customer obtained during the misidentification. The customer stated that the previous day, the quality control passed. There is no patient involved as this was a qc strain. The customer is not reporting streptococcus results until maintenance fine-tuning can be performed and the control re-run with passing results. Therefore, the customer reported there is no impact to any patient. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of streptococcus pyogenes qc strain in association with the vitek® ms (ref 410895). The strain was misidentified as gemella sanguinis. The customer's strain was not requested for the investigation. The investigation related to the vitek® ms misidentification involved reanalyzing the raw data provided by the customer. The report for the last fine tuning performed prior to the misidentification was not available, so the quality of the previous fine tuning could not be assessed. Analysis of the fine tuning status at the time of the misidentification identified that a new fine tuning was needed during the testing that occurred on (B)(6) 2019. A fine tuning was performed on (B)(6) 2019, after the misidentification, and the sample was retested. The retest resulted in the expected identification of streptococcus pyogenes. This investigation concluded that the causes for the misidentification by the vitek® ms system were a lack of fine tuning monitoring and the customer's spot preparation was non-optimal. The calibrator and sample "all peaks" values were quite heterogenous, indicating that the sample spot preparation was non-optimal. Local customer service (lcs) has been instructed to continue to monitor the fine tuning status for this customer and to provide additional training materials to the customer to help improve spot preparation. See h10 for addtl mfg narrative